Event description:
It was reported that the pt is currently in other country for clarification, due to an absence of auditory sensation. Testing was unremarkable. An xray was carried out which seems suspect. The 5 apical electrodes appear to lay regularly in the cochlea, however, at the basal area the electrode seems accumulated. Explantation is scheduled for 2008. Immediately afterwards a MRI should be carried out to clarify if the auditory nerv exists. Further steps will be taken due to the results of the MRI.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow-up report.